Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel, adjustable pressure limiting valve, and the airway pressure gauge were replaced. The unit was returned to service. Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/16/17 phone call, 6/19/17 phone call, 6/21/17 phone call.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient injury.